Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during infusion. When the patient returned for a planned pump bottle removal, it was observed that the pump bottle was infusing at an abnormally slow rate and had not emptied as expected. As the reservoir was not fully depleted, the patient was discharged and instructed to return the following day for reassessment. Upon return the next day, the pump bottle continued to show residual contents and had not completed therapy within the expected 2 day treatment duration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 29, 2025 and april 30, 2025. H11: the actual device was received for evaluation with 57ml of fluid in the bladder. A visual inspection was performed and did not identify any physical abnormalities, such as air bubbles inside the tubing line or drug precipitates inside the bladder, that could have caused the reported flow issue. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.